Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was to received a 16-electrode paddle lead placed in a 5-column array on (B)(6) 2011. It was reported when the x-ray was reviewed, it was discovered that the patient had a paddle lead placed in a tripolar array implanted instead. The st. Jude representative present during the procedure reported the external box and product stickers were for the intended lead, not the lead that was implanted. The physician elected to leave the implanted lead in place as the patient vomited and became combative during the procedure and effective stimulation had been achieved.